Manufacturer narrative:
Follow-up #1: date of submission 03/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/10/2016 with the following findings:a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Unrelated to the complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 516mg/dl with large ketones, shortness of breath, extreme thirst, extreme drowsiness, and abdominal pain associated with an unspecified inaccurate delivery issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter alleged that the inaccurate delivery issue started on (B)(6) 2016. No further details were provided. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a non-specific delivery issue.